Event description:
It was reported that the ventilator shut down with no audible alarms while connected to the patient. No patient harm reported. When the nurse removed the ventilator from the patient and turned the ventilator back on, the ventilator returned to normal function.